Manufacturer narrative:
Patient identifier,age or date of birth, sex, weight, ethnicity, race : unknown. Initial reporter health professional, initial reporter occupation: unknown. Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Base on the problem description, this was likely a leak from the check valve on the auto-venting bubble trap. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the blue filter while priming with saline. No injury was reported.